Manufacturer narrative:
A medtronic representative reported that the logs for the imaging system provided were not on the correct date of the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue and the logs were retrieved. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. Np parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system would not boot past initializing please wait. Rebooting the system multiple times resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure as the issue occurred during set up. No impact on patient outcome.